Manufacturer narrative:
One 7207259 soft silk 8x20mm screw used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If further information, becomes available, the complaint may be revisited. Per IFU 1060403: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ there was compromised bone quality reported. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution. No additional actions required at this time.

Manufacturer narrative:
H11: g4: correct aware date is (B)(6) 2020.

Event description:
It was reported that, during an acl revision surgery, a new 8x20mm softsilk screw was used, but the tendon was loose. The procedure was successfully completed without significant delay using a back-up 8x10mm softsilk screw into an additional bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.